Event description:
The initial reporter stated that a consumer was treated for anaphylaxis in the hospital after using a 3m nexcare comfort bandage, catalog # 574-35. The initial reporter stated that she did not get any contact info for the consumer as the consumer did not want to be contacted.

Manufacturer narrative:
The device was not returned to 3m for evaluation, and the lot number was not specified. In feb 2004, the latex was removed from the packaging of the 3m nexcare comfort bandages. Prior to that each individual bandage was labeled with the following "caution: the packaging of this product contains a natural rubber latex which may cause allergic reactions." In summary, based on the info reported, 3m cannot draw any conclusions about the cause of the event.